Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen is unresponsive. In addition, it was reported that the pump battery was unable to charge and shutdown unexpectedly. The customer's blood glucose level was 172 mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.